Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholectomy procedure, the clip was not tight (formation not completed). There was no pt consequence.